Manufacturer narrative:
Based on the results of the investigation, it was confirmed that the problem of no image output could be resolved by replacing the circuit board. A definite root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was found during device evaluation that there was no video output from the third generation serial digital interface (3g-sgi) of the video system center. There was no patient involvement.